Event description:
One of the co's sales rep's was informed by a dr that an injury (i.e., perforation) occurred during a cecal avm hemostatis. The system used was an argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 (p.n.: 10128-205. The dr reported that there were no problems with the equipment. The dr described the tissue appearing as if someone was pushing on it from the outside. The dr was later notified that a perforation had occurred requiring surgery.